Event description:
It was reported that during a procedure, the fiber caught on fire. There was no further information reported. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome, despite good faith efforts.

Event description:
It was reported that during a procedure, the fiber caught on fire. There was no further information reported. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome, despite good faith efforts.